Manufacturer narrative:
Per the user facility's biomedical technician, the issue persisted even after the flow sensor was swapped out. The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the flow module and flow sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the flow reading was fluctuating. As a result, an alternate device was employed. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Per data log review: the log showed on 23mar2022, the last time the system was used, multiple occurrences of the sensor coupling to the tube with fluid. It is possible that this caused the flow to fluctuate as reported. Measured flow was not logged and there is no way to tell from the log if the measured flow matched the actual flow.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory evaluation, the product surveillance technician connected the flow module to lab use only testing equipment. He found the flow module to pass all release testing and monitored the flow for two hours and observed little variance (less than 10%) in the flow reading. The flow module operated as expected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.